Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The full name of the event site was shortened due to field character limit; the full name is (B)(4). The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. After inspecting the unit, the stm found the iab fill port tube was disconnected, causing the iabp to stop pumping. The stm could not duplicate the display issue. The monitor was opened and all connections reseated. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) stopped pumping and screen was flickering. There was no harm or injury to the patient and no adverse event was reported.